Event description:
It was reported that sometimes post a port placement, the device allegedly had no blood return. It was further reported that the catheter was allegedly fractured. Reportedly, the port was removed and replaced. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one powerport slim implantable port attached to a catheter in two segments, one fully peeled 6.5fr peel-apart sheath, one vessel dilator, one introducer needle, one vein pick, one flushing connector, one straight-angle non-coring needle, one right-angle non-coring needle, one j-tip guidewire in a guidewire hoop, one bent tunneler and one sealed safety infusion set were received for evaluation. Functional, gross visual, tactile and microscopic visual evaluations were performed. A complete circumferential break was noted on the distal end of the attached catheter, and both ends of the catheter returned. The edges of the complete circumferential break on the distal end of the catheter attached were noted to be uneven. The surface was noted to be granular with residue throughout. The edges of the complete circumferential break on the proximal and distal end of the second catheter returned were noted to be uneven and the surface was noted to be granular with residue throughout. The port was patent to both infusion and aspiration without issue. Therefore, the investigation is confirmed for the reported fracture and identified material separation issues. However, the investigation is inconclusive for the reported suction issue as the sample evaluation results indicating no difficulty under laboratory conditions are not by themselves sufficient to confirm that this event did not occur under clinical conditions. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 05/2025), g3, h6 (device) h11: b5, d4 (medical device lot number), h6 (method, result, conclusion) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10

Event description:
It was reported that sometimes post a port placement, the device allegedly had no blood return. It was further reported that the device was allegedly fractured. Reportedly, the port was removed and replaced. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.